Manufacturer narrative:
It was reported that a control syringe component was found to be "broken and cracked" within the pack. No serious injury or adverse impact to a procedure, patient, or user was originally reported. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A sample was returned for evaluation and the sample was observed to have a damaged barrel and a cracked plunger. The reported problem/issue was confirmed. A definitive root cause was unable to be determined, however, potential root causes include component damage prior to pack placement that was not noted during assembly or damage due to rough handling of the pack. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that a control syringe component was found to be "broken and cracked" within the pack.